Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an "! Hww err" was displayed on the receiver. No product or data was not available for evaluation. It was reported that the receiver was dropped by the patient. Labeling indicates: if the dexcom g5 receiver or dexcom g5 transmitter is damaged or cracked, do not use it. This could create an electrical safety hazard causing possible electrical shocks resulting in injury. In addition, a damaged or cracked dexcom g5 receiver or dexcom g5 transmitter may cause the dexcom g5 system not to function properly. Confirmation of the error icon and a probable cause could not be determined. No additional event or patient information is available.